Event description:
It was reported that after the original primary surgery the head that was implanted on (B)(6) 2014 dislocated. It is unknown if the head dislocated while the patient was at home or during the relocation at the hospital. The insert and the head were replaced during a revision surgery on (B)(6) 2014.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that after the original primary surgery the head that was implanted on (B)(6) 2014 dislocated. It is unknown if the head dislocated while the patient was at home or during the relocation at the hospital. The insert and the head were replaced during a revision surgery on (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.